Event description:
The device reportedly would not pace the pt during the reported event. A back up device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedics's assessment of the pt's lack of viability.